Event description:
According to the reporter, during an open facial scar excision, during suturing of the subcutaneous tissue, the tip of the needle was broken and lost. A computed tomography (CT) scan, b-ultrasound, and x-ray showed no signs of the needle tip. Incision was extended but not more than one inch. A new suture from the same batch was used to resolve the issue. It was noted that the procedure was extended by about five hours.

Manufacturer narrative:
Additional information: b5, g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during an open facial scar excision, during suturing of the subcutaneous tissue the tip of the needle was broken and lost. It took four hours to find the lost need. A computed tomography (CT) scan and b-ultrasound were performed and the lost needle tip was found, but it was not retrieved yet. Incision was extended but not more than one inch. A new suture from the same batch was used to resolve the issue.

Event description:
According to the reporter, during an open facial scar excision, during suturing of the subcutaneous tissue, the tip of the needle was broken and lost. A computed tomography (CT) scan, b-ultrasound, and x-ray showed no signs of the needle tip. Incision was extended but not more than one inch. A new suture from the same batch was used to resolve the issue. It was noted that the procedure was extended by about five hours.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. Visual inspection noted medical imagery. It was reported that the tip of the needle was broken and lost. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.